Event description:
Patient reported issues with freedom pump. Patient reported they were able to complete infusion yesterday, but it took almost double the amount of time. Patient states the pump did not have obvious damage and they did use it correctly. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 11gm. Hizentra indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.